Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested fine. The insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
The mother of the patient reported that her daughter's insulin pump received a motor error alert. The patient's blood glucose was 600 mg/dl. The motor error occurred during a bolus as well as during a prime. The customer was disconnected from the insulin pump and unable to rewind it. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.